Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2023-00027.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery using a velocity delivery microcatheter (velocity), a penumbra system red 62 reperfusion catheter (red62) and a 6x40 stent retriever (solitaire). During the procedure, the physician used the velocity to help position the red62 in the target vessel. Subsequently, while attempting to retract the velocity, the physician encountered resistance and the velocity broke at the proximal end. Therefore, the velocity was removed by pulling it out. Next, the physician advanced a second velocity through the red62 and then advanced the stent retriever. While retracting the stent retriever, the physician experienced resistance and noticed that the distal end of the velocity had broken off inside the sheath. The physician then used forceps and removed the stent retriever and the red62 containing the distal end of the velocity together. The procedure was completed using a new velocity, the same red62 and a new stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the first returned velocity confirmed a fracture near its proximal end. Evaluation revealed that the device was kinked near the fractured location and the strain relief was stretched at its proximal end. This damage typically occurs if the velocity is manipulated against resistance. If the velocity is manipulated against resistance damage such as a kink and subsequent fracture may occur. Based on the reported event, the root cause of the resistance could not be determined. Evaluation of the second returned velocity revealed a fracture near the middle of the catheter shaft. This is likely the reported fracture at the distal end. If the stent retriever is manipulated against resistance within the velocity during retraction, the velocity may become fractured. Based on the reported event, the root cause of the resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2023-00027. H3 other text : placeholder.